Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "self-check failure" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The complainant was contacted for return of the device. The device has not been returned for evaluation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "runtime calibration failure- 1051", "internal comm failure- 1474", and "off set check failure- 1174" error messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (medical device problem code). Device evaluation: the device was returned to zoll medical corporation for evaluation. The customer's report of "runtime calibration failure- 1051" and "internal comm failure- 1474" was not replicated or confirmed. The device was put through extensive testing including stress testing and troubleshoot testing without duplicating the report. The report of "off set check failure- 1174" was observed during review of the device data logs. The device was put through extensive testing including stress testing and troubleshoot testing without duplicating the report. The chasis and smart pneumatic module board were recommended to be replaced as a pre-caution. The device was returned to the customer unrepaired and labeled as not for clinical use. Analysis of reports of this type has not identified an increase in trend.